Manufacturer narrative:
(B)(4). The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Event description:
It was reported that the patient's flange tube snapped off during use. The tube was replaced with spare in home care. This was a premature trach changes. Additional information received via customer response email on 01-jul-2022: the flange from the tube has snapped off on the right side. No patient, clinical injury, or adverse affects as fault was found and tube was able to be replaced when flange broke as spare in home and care with child.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during the manufacturing process of the device. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available., corrected data: h6: correction: event problem patient code: 4582-no clinical signs, symptoms or conditions (B)(6).